Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. Action taken with pd therapy was not reported. Twenty days after admission, the patient was discharged from the hospital. The patient¿s recovery status and outcome of the event were unknown. No additional information is available.